Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set leaked. It was further reported that the set was broken after connecting to the patient's angiocatheter; intravenous (IV) fluid dripped on the hands. It was noted that the male luer connector separated from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection observed that the tubing was separated from the male luer with excessive solvent in the tubing. All components are correctly placed according to specifications. The reported condition was verified. The cause of the condition was due to excess solvent being applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.